Event description:
The complainant reported a patient of an unknown age and gender in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient experienced slight bleeding at the puncture site and the oozing was not hgb relevant. The bleeding was resolved by adjusting the impella angle. The patient¿s legs marbled on both sides but was determined to be a consequence of the initially high supradoses and not the impella, according to the doctor. Foot pulses were noted to be present. The patient expired due to ventricular tachycardia (vt) storm without return of spontaneous circulation (rosc). The patient had aar done and there were no problems with the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia and arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and arrhythmia could not be determined as the device was not returned nor sufficient clinical details. H6 clinical code 1721 added correction to the initial MFR report: b5-mso review d4-corrected UDI number g1-corrected MFR site name and address h6 component code 4755 changed to 925.

Event description:
It was further reported that the patient expired at explant. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.